Event description:
The manufacturer received information alleging that, during a CPAP titration study, the omnilab advanced plus flow generator (dom) generated alarms and displayed an inoperative message while in patient use. The reported issue has been identified under fsn 2023-cc-src-039 and is associated with interruptions and/or loss of therapy due to a ventilation inoperative alarm. The reporter indicated that, after several restart attempts, the device resumed operation without further alarming. The therapy pressure was observed to have changed from 6 cmh2o to 10 cmh2o. The caller requested guidance regarding continued use and was advised that the device should not be used until it had been assessed and verified with a manometer. No patient harm or injury was reported. The device has not been returned to the manufacturer for evaluation. Therefore, the root cause of the reported event cannot be determined at this time. If the device is returned for evaluation or additional relevant information becomes available, the manufacturer will investigate the event and submit a follow-up report, as appropriate.